Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose dovetail. No patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative states the dovetail was tightened and the aberrometer realigned to the microscope. The system was tested and found to meet product specifications. How or when the aberrometer became loose cannot be determined conclusively. A review of the customer¿s complaint history for the last twenty four months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).